Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a broken force sensor was detected during seating or regular delivery, buttons not responding and frozen display. The customer¿s blood glucose was 347 mg/dl at the time of incident. Customer reports the screen was not completely blank. Customer reported that the cracked on back side of insulin pump. Customer reports they were unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm and unresponsive buttons due to critical pump error (open book image) alarm. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.